Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted a test guidewire was fully inserted with no resistance or anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead was advanced over the wire into the coronary sinus where the wire became stuck within the lead. The lead was removed and tissue was observed on the tip of the lead. The tissue was removed and the lead was unable to be flushed. The wire was unable to advance past the tip. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.